Event description:
Hill-rom received a report from a hill-rom technician stating the patient's left and right siderail latches are bent and will not latch. The bed was located at the account in biomed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderails not latching due to their being damaged while in transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced both the left and right siderail latches to resolve the issue. Based on this information, no further action is required.